Event description:
Revision surgery - due to the tibial base having been installed in malrotaion. It was externally rotated several degrees in excess. This caused the patient's patella to dislocate. The surgeon removed the existing insert and tibia stemmed. Due to the surgeon's choice, the patella was replaced with an implant.

Manufacturer narrative:
The reason for this revision surgery was the result of a tibial baseplate that was not aligned properly in the patient's knee and the patient's patella dislocated . The revision occurred 7.9 months after the original surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint.a review of the product complaint report history showed this is the first complaint against this part and lot number.the root cause of the patella dislocating was reported as the tibial baseplate was not aligned properly in the patient's knee. There are no indications of a product or process issue affecting implant safety or effectiveness.